Event description:
Reportedly, after performing real time tests, device memory (aida) took a long time to be downloaded. Then the device was found in safety mode. At that time aida download could not be stopped as the screen was frozen. The technician had to unplug and reboot the programmer and re-interrogated the subject device. It was reprogrammed back to previous settings and all testing were done an additional question was raised: why aida data were available only from (B)(6) 2015 to (B)(6) 2016 since the last follow-up was on september 29th, 2015.

Event description:
Reportedly, after performing real time tests, device memory (aida) took a long time to be downloaded. Then the device was found in safety mode. At that time aida download could not be stopped as the screen was frozen. The technician had to unplug and reboot the programmer and re-interrogated the subject device. It was reprogrammed back to previous settings and all testing were done an additional question was raised: why aida data were available only from (B)(6) 2015 to (B)(6) 2016 since the last follow-up was on (B)(6) 2015.